Event description:
It was reported that images from the affiniti 50 ultrasound system were assigned to the wrong patient on the device and in pacs (picture archiving and communication system). The customer resolved the issue by restarting the system. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation to determine the reported issue was to be performed. The system logs and other pertinent information for the investigation were not able to be obtained. No additional investigation is possible. The system has returned to service with no similar issues reported.